Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The symptom close door message was confirmed and reproduced. It was caused by damage to the lower latch switch. As a result, the lower auxiliary was replaced.

Event description:
It was found during baxter's testing that a pump was not recognize a closed door. There was no pt involvement since the error was found during testing.